Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not confirm the report of green images. White balance could be performed successfully several times. No errors occurred during the review. A review of the device history record found no deviations that could have caused or contributed to the image issues. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the report of color anomalies was not reproduced and the image was displayed. Therefore, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during preparation for use, the image from the subject device was green. Additional details were requested regarding the event. No additional information was provided regarding whether the subject could be recognized. There was no harm or user injury reported due to the event.